Manufacturer narrative:
A company representative went on site and evaluated the system due to the reported event. The system was tested and found to meet specifications. No system issue was found that could contribute or be the cause of the reported event. The company representative also stated that through communication with the site¿s clinical application specialist, it is believed the tear was due to doctor manually increased the capsulotomy energy and also the aggressiveness during phacoemulsification process. An energy level set higher than recommended for a treatment can result in capsule tear due to the excess amount of bubbles increasing the intraocular pressure of the patient¿s eye. The treatment settings are user selected and may vary depending on surgeon preference and/or patient eye anatomy. In this instance, the energy was increased, and tear was noted during phacoemulsification; therefore, the root cause of the reported event can be attributed to surgical technique. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event can be attributed to surgical technique. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that the laser portion of the laser assisted cataract surgery went well. But, during hydro dissection the cataract came forward out of the bag. The cataract was pushed back down to continue the procedure. After the cataract was removed, a small anterior capsule tear was noted. The surgeon continued with cortical removal but the tear progressed to the posterior capsule. There was no vitreous seen so a vitrectomy was not performed. A sulcus intraocular lens was placed in the eye instead of the planned intraocular lens. Carbachol intraocular solution was used in the eye and a suture was used to close the primary incision. A topical pressure lowering drop was placed on the eye and an oral fluid reducing medication was given to the patient postoperatively. It was also noted that the energy had been increased for capsulotomy tear. Additional information received states that the patient has not been seen in follow up due to complications with diabetes.

Manufacturer narrative:
(B)(4).